Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion was not pre-dilated with 2.55mm balloon at high pressure. A 2.75 x 16 mm promus premier stent was deployed to treat the target lesion. The stent was fully expanded and deployed at 11 atmospheres with no issues encountered. After the stent deployed, type a dissection at the distal edge of the stent was observed and the flow was limited. Another 3.00 x 24 mm promus premier stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications reported and the patient was okay post procedure.